Manufacturer narrative:
This report has been identified as (B)(6) internal report number: (B)(4). Two samples and two photos from lot # 25d03 submitted to the manufacturer for evaluation. Through visual examination of the photos, particulate matter was observed. Regarding the samples from lot # 25d03, no particle could be detected. The bags were filled with saline solution and then filtered on a membrane. In the first bag, no particles were detected. For the second bag, one particle measuring approximately 1 m was isolated and analyzed with the support of the chemical laboratory, and an ftir analysis was performed. The results showed that the particle is composed of eva (ethylene/vinyl acetate copolymer). This material is what the tubular sheet of the bag is made of. This component is purchased from an approved supplier and statistically inspected during incoming. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Under review of the production process, no changes have been made to the bag materials, process, or the quality controls. No deviations or anomalies were recorded in the relevant production batches that could explain the issue. Based on the investigation, the reported issue was observed; however, an exact root cause could not be determined at this time. An approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: we have initiated scar-01734 for apex 250 ml single chamber bags. During raw material inspection, one particulate matter in solution was located, causing a failure of raw material. Nc-12663 has been initiated.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.